Manufacturer narrative:
The product identity was confirmed through the device history records (DHR). There was no product returned and intraoperative pictures of the implant were not provided. The pre-plating form filled out by the surgeon was attached to the DHR, which identifies the requested 2mm profusion holes. The complaint was confirmed through the routing and htr inspection sheet. The most likely underlying cause is determined to be human error.

Manufacturer narrative:
UDI# (B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the custom implant was received without the requested profusion holes. The surgery was completed using the implant. The surgeon drilled the holes in the implant; there was a five minute delay.